Manufacturer narrative:
It was reported that the cardiohelp showed the alarm ¿pump disposable error¿. Consequently, the cardiohelp was exchanged during treatment. No harm to any person has been reported. As the device was exchanged during treatment, which stops the support of the patient for a short period of time, a report is needed. A getinge field service technician (fst) was sent for investigation. The failure could not be replicated and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message "pump disposable error - stop!" Could be confirmed twice on the date of event. As stated by the fst, the failure was most likely caused by an improper seating of disposable. Additionally, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: - user does not properly attach the device components and/or accessories. In the cardiohelp instructions for use (IFU) chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. In the instruction for use (IFU) is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device. The review of the non-conformities has been performed on 2024-06-26 for the period of 2020-12-08 to 2024-06-17. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-12-08. Based on the results the reported failure "error message - pump disposable error" could be confirmed, but not replicated. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the cardiohelp showed the alarm ¿pump disposable error¿. Consequently, the cardiohelp was exchanged during treatment. No harm to any person has been reported. As the device was exchanged during treatment, which stops the support of the patient for a short period of time, a report is needed. Complaint ID: (B)(4).